Event description:
During a banding procedure, a cook 6 shooter saeed multi-band ligator was used. The first band was deployed successfully. Upon deployment of the second band, all remaining bands deployed at one time. Another bander and two more bands were applied from another kit to complete the procedure. The deployed bands were left in the pt to pass naturally. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved could not confirm the report. The handle, loading catheter, barrel, and trigger cord were included in the return but the black and amber bands were not returned. An eval of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location, the beads were examined using magnification and found to be manufactured correctly. The length of the trigger cord was measured and found to be within manufacturing tolerance. The trigger cord was intact and not broken. The barrel was visually inspected and no defects that might lead to premature band deployment were found. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because all the necessary components of the used product said to be involved were not returned for eval (bands). A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advice the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.